Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that pump battery was fluctuating. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose was 110 mg/dl.